Manufacturer narrative:
The insulin pump was received with missing retainer and partially broken off reservoir tube lip. Unable to perform displacement test due to missing retainer. The insulin pump was received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, peeling end cap address label and corrosion in battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 4.8 mmol/l at the time of the incident. Reportedly, the o ring on the top of the reservoir has broken and half of it had fallen off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was returned for analysis.